Manufacturer narrative:
(B)(4).this is a report of use error, where a patient reused single-use supplies and was connected during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during peritoneal dialysis therapy. The patient bypassed to the end of therapy and restarted therapy while being connected. The patient was connected during priming. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.